Manufacturer narrative:
One level 1® h-1200 fast flow fluid warmer was returned for analysis in good condition. All alarms came on upon powering on the warmer. The back cover was removed noting that the top socket thermostat had been inserted incorrectly; confirming the complaint. Thermistor wire damage and a crack in the return tube was noted. Functional testing and electrical were performed; with no discrepancies. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that a smiths medical fluid warmer is emitting a continuous alarm. The device is not sensing the set attached. No patient injury resulted.